Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, it was observed that there is a black like burn color residue around the drainage eye. Unable to confirm the condition of the affected catheter due to only photo provided for investigation. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be due to insufficient burn residue cleaning. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: d, e, g the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called for concerned about the look of the catheter. There was concern it looked ¿dirty¿ or improperly prepped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called for concerned about the look of the catheter, picture attached. There was concern it looked ¿dirty¿ or improperly prepped.